Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was returned with an under infusion. The pump did not alarm. The pump was connected to a patient when the error or event occurred. They were instructed on how to set upstream occlusion alarm on. They explained why it needs to be on with external bags. A continuous infusion rate of 25.7 ml per hour had been programmed, with a total reservoir volume of 616.5 ml and a remaining volume of 300 ml. The air detector and upstream sensor were off. The length of the infusion had been set to 24 hours. The lock level had been set to ll2. A cstd was used to fill the cassette. There was patient involvement, but no patient harm. The operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.